Event description:
The pt sustained a hemothorax with resultant cardiac arrest and death secondary to placement of catheter for temporary dialysis access. Add'l cat #'s: c-ddsy-1660-30-uldall, c-ddsy-1660-28-uldall, c-ddsy-1660-32-uldall.